Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was removed with no pt injury and another lens was implanted. The reporter stated the torn lens was due to a loading error from the tech. This is one of two lenses used on this pt - see MFR report #2023826-2010-00788.